Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door of the imaging system could not closed. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was adjusted. The imaging system then passed the system checkout and was found to be fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: b i71000166, serial/lot #: unk, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.